Event description:
On (B)(6) 2009, pt reported there is leaking at his infusion site. He stated this occurs during bolus delivery and the adhesive becomes wet with insulin. Pt reported this occurs with large and small boluses (10 units vs. 1 unit). He stated no error messages have been received on his infusion device. Pt reported he is using a competitor's infusion device. He stated he spoke with the infusion device manufacturer and was changed to the slowest bolus delivery and the issue did not resolve. Discussed speed of bolus delivery and effects of site problems on absorption. Inserts sites on thighs and on both sides of abdomen. Advised to stay 2" from previous sites. Discussed use of upper and lower abdomen (as opposed to just sides), lower back, and upper bottom for infusion sites. Discussed build up of scar tissue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt stated he discarded all leaky infusion sets. Sent info on infusion site management, replacement infusion sets: no product return requested. On call back on (B)(6) 2009, pt stated he has had no further leaking.

Manufacturer narrative:
No product will be returned for eval.